Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to volcano policy. No physical product investigation was possible as the device was discarded at the hospital. Lot and serial numbers are unknown. The manufacturing documentation for devices shipped to the account were reviewed. The devices met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. To date, no other complaints were reported for this same failure mode within these lots. We will continue to monitor these types of review complaints.

Event description:
It was reported the physician deployed a crux filter. While removing the delivery system, the device caught on one of the filter's retrieval hooks resulting in filter migration from the original positioning. The physician removed the original filter and inserted a second filter without any issues. There was no patient injury or adverse event. All reasonably known patient information is included in this report.